Manufacturer narrative:
(B)(4). It is unknown when the patient received the contaminated calcium gluconate infusion but was reported to be "on or about (B)(4) 2013". A sample was not returned for evaluation and since the lot number was not provided, a batch review could not be performed. Therefore, the reported event cannot be confirmed. Should additional, relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient died after receiving a bacteria contaminated solution contained in an unknown baxter bag. The patient had been administered a compounded solution containing calcium gluconate and it was alleged that the bag may have been contaminated with bacteria. No additional information is available at this time.